Event description:
During a revascularization of the left sfa and popliteal, an integrity bms stent was used to treat the patient. A dissection occurred which was treated with stenting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.